Event description:
The event occurred on an unspecified date and involved a microclave® neutral connector where it was reported there was leaking at the connecting point of the syringe. There was patient involvement and no patient harm.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. A lot history was provided. Pending device history lot review.

Manufacturer narrative:
The complaint could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history report (DHR) was reviewed and no nonconformities were found that would have led to the reported complaint.